Event description:
It was reported the patient presented in clinic for follow-up. During an echocardiogram, it was determined the right ventricular leadless pacemaker (rv lp) had been implanted in the left ventricle through a patent foramen ovale (pfo). The lp was explanted. The patient was in stable condition.